Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 11 events were reported for this quarter. Product return status 10 devices were received. 1 device investigation type has not yet been determined. Additional information 11 devices were not reprocessed or reused.

Event description:
This report summarizes 11 events for the failure: decrease in pressure. 1 event had problem identified during non-clinical procedure; there was no patient involvement. 8 events had problem identified before clinical use/exposure; there was no patient involvement. 2 events had no health consequences or impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2025-99142. Supplemental rationale, corrected data: b5, h6, h11. 11 previously reported events were included in this follow-up record. Product return status, 10 devices were received. 1 device was not available for evaluation. Evaluation findings (results/components). 4 devices: deformation problem / tube. 4 devices: no device problem found / part/component/sub-assembly term not applicable. 1 device: no findings available / part/component/sub-assembly term not applicable. 1 device: electrical/electronic component problem identified / circuit board. 1 device: deformation problem / housing. Product disposition. 8 devices: serviced and returned to customer. 1 device: not repaired but returned to customer. 1 device: serviced and put back into stryker stock. 1 device: product not received.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between april 1 ¿ june 30, 2025. This report summarizes 11 events for the failure: decrease in pressure. - 1 event had problem identified during non-clinical procedure; there was no patient involvement. - 8 events had problem identified before clinical use/exposure; there was no patient involvement. - 2 events had no health consequences or impact.